Event description:
Procedure type: inguenal hernia repair. Patient sex: unk. Reportedly, the structural balloon on the trocar broke. There was no claim to pieces falling inside the cavity. The device was removed and used another. No injury.